Event description:
It was reported that after approximately 7 months of a bursal tear repair with regeneten, a revision surgery was performed due to patient report of weakness in shoulder and some sort of feeling of mechanical grinding. Some lose bodies were removed from the patient and sent for culture/examination. No pldla staples were visible. A bone anchor was identified lateral to the footprint and appeared to be flush with the humerus.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the information provided, the root cause of the patient symptoms was reportedly due to the ¿loose bodies¿ identified during the revision. However, the root cause of the ¿loose bodies¿ cannot be definitively concluded as the lab analysis of the foreign bodies was not provided for review. It was communicated that ¿the cuff portion that was repaired appeared to be healed¿ under the regeneten therefore its concluded that the product performed as designed and cannot conclude a relationship to the ¿loose bodies¿ and the regeneten product. Since no further harm is anticipated, no further clinical/medical assessment can be rendered at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.